Event description:
A peritoneal dialysis (pd) pt reported after treatment a small puddle of fluid was noticed on the floor. There were no leaks noted prior to treatment. There was no moisture found in the cycler. The pt's effluent remained clear and she received vancomycin and fortaz antibiotics prophylactically. The pt continues peritoneal dialysis therapy.

Manufacturer narrative:
It is not known how the device may have contributed to the fluid found on the floor after treatment. The plant investigation is ongoing and a f/u MDR will be submitted upon review of the findings.